Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was not confirmed as the footswitch unit was tested and found no issue however, further testing found the ¿pk rf boost adjustment¿ failed , cannot be adjusted due to a faulty pk rf board. In addition, deep scratches were observed on the top cover exposing metal on the back side of the device and some scratches noted on the front panel. Review of error log found no error. Based on evaluation findings the reported issue was not confirmed however, faulty pkrf board was observed. This report will be supplemented accordingly following investigations.

Event description:
The footswitch does not activate the electrosurgical generator, the foot pedal not working was reported. There are no alerts, warnings or errors received. The issue found during preparation for use. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor the field performance of this device.